Event description:
It was reported that stent failed to completely expand. The proximal blood vessel was 6.8mm and lesion length was 34mm. The 80% stenosed target lesion was located in the initial segment of internal carotid artery. An 8.0-29 carotid wallstent self-expanding stent was advanced for treatment. During the procedure, the device reached the lesion but positioning issue was encountered. The stent was then implanted at the proximal blood vessel in a "dogbone" shape. A new device of the same model was used and successfully implanted. Angiography showed that blood flow was restored, and the procedure was completed. There were no patient complications reported.